Event description:
The device was used during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. No pt injury reported.